Event description:
The customer stated, she was hospitalized for low blood glucose levels. Prior to being hospitalized, the customer stated, she was unable to get the bd meter to transmit the blood glucose reading to the insulin pump. The customer stated, she programmed the bolus manually and entered the wrong amount, therefore, delivering too much insulin. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.